Manufacturer narrative:
Currently ,it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call of a failure of flash memory from the insulin pump. The customer's blood glucose level was 82 mg/dl. The wife stated that there is a drive cap issue and the pump alarmed failure of flash memory. The customer stated that the alarm occurred during the rewind sequence. The customer was advised to clear the alarm with the escape and act buttons. The customer was advised to disconnect and remove the reservoir from the pump. The customer was advised to perform a normal bolus into the air. The customer stated that the bolus amount was recorded in the bolus history. The customer was advised that a temporary basal may have stopped. The customer will be sent a replacement pump.